Event description:
It was reported that during follow-up, noise was noted on the atrial channel. The device was reprogrammed and no inappropriate atrial sensing could be reproduced. The patient¿s condition was fine after the event.

Manufacturer narrative:
(B)(4).